Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device control set for the bd onclarity¿ hpv assay, catalog number 444088 with 510k #p160037. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the set control cor hpv that there was a label issue. The following information was provided by the initial reporter: no lot# on one of the tubes on one of the tubes (neg control) there was no lot# printed.

Event description:
It was reported that while using the set control cor hpv that there was a label issue. The following information was provided by the initial reporter: no lot # on one of the tubes on one of the tubes (neg control) there was no lot # printed.

Manufacturer narrative:
H6: investigation summary: bd integrated diagnostic systems initiated an investigation regarding a missing barcode on a hpv negatives control (catalog # 441993, batch # 2311167) on the bd viper lt system. Bd investigation required a review of the batch history records, review of customer returned photographic evidence, review of retention material from the customers reported reagent batch and complaint trending review. The batch history records were reviewed and no discrepancies were noted. Review of retention material from the customers reported reagent batch revealed properly labeled hpv negative controls. However, review of the returned photographic evidence revealed a missing barcode on a hpv negative control, thus confirming the customers complaint. There are no current complaint trends associated with a missing barcode on a hpv negative control. Bd will continue to closely monitor for trends. No corrective actions were taken at this time. Bd apologizes for any inconvenience.